Manufacturer narrative:
Date received by manufacturer: 30aug2019. Date of report: 11sep2019. The field service engineer (fse) replaced the touch screen to address the reported issue. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator touch screen is not working. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019.

Event description:
The customer reported that the ventilator touch screen is not working. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date received by manufacturer: 05 november 2019. Date of this report: 14 november 2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec. Fault are found on this returned touchscreen.